Manufacturer narrative:
Update made to d4: lot #: s22g01012 (previously submitted as asku). Update made to d4: expiration date: 07/01/2027 (previously submitted as ni). Update made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Update made to h4: device manufacture date: 07/01/2022 (previously submitted as ni). H10: the device was received for evaluation. Visual inspection was performed and one embedded particulate matter of tappi chart size 0.1mm sq was observed on the tube. The particulate was within the specification requirement of embedded particulate matter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dot was observed inside the tubing of the homechoice automated set with cassette. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.